Manufacturer narrative:
H10: h3,h6: the reported 9x25mm biosure regenesorb screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 72204404 screw biosure regenesorb 9mm x 25mm, used in treatment, has been returned for evaluation. From the information provided, ¿during a procedure screw broke while screwing in¿. Visual assessment confirms complaint. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during insertion. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure screw broke while screwing in. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.